Manufacturer narrative:
The device was returned for analysis. All available information was investigated, and the reported unintended movement (clip open- establish final arm angle/efaa) could not be confirmed via returned device analysis. The discrepancy between what was reported (clip open - efaa) and what was observed (no issue with the clip) is likely due to a combination of varying amounts of tension felt by the device during the procedure versus the returned product analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed and without a confirmed failure mode, a cause for the reported unintended movement (clip open-efaa) in this incident could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip failed the final arm angle test. It was reported that this was a mitraclip procedure performed to treat functional mitral regurgitation (mr), with an mr grade of 3. The clip delivery system (cds) was advanced to the mitral valve. During the first final arm angle test (efaa), the clip opened. The test was repeated two more times and the clip reopened again. The clip was not implanted and was replaced, reducing mr to <1. There was no adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.